Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed 9 conforming clips and 2 large gap clips. A possible cause of large gap clip may be that an advancer bypass happened. This can occur when the tip of the advancer is above or below the clip instead of being positioned at the back of the clip, since the clip is not fully advanced in the jaws. In addition the device lockout was noted to be non-functional. No opening issues were noted during analysis. The instrument was disassembled and the feedbar was found damaged. Additionally the ratchet pawl was also damaged leading to the lockout failure. No conclusion could be reached as to what may have caused the found damages. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
See user facility medwatch.